Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2019, explanted: n/a, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pump motor stall on (B)(6) 2020. They denied electromagnetic interference (emi) and stated that they had not had an MRI recently. Technical services discussed minimum rate mode programming, silencing the alarm, replacing the pump, and sending the pump back to medtronic for analysis if explanted or replaced. The steps to silence the motor stall pump alarm using the (B)(6) tablet were reviewed with the caller. No patient symptoms were reported.